Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, noise and low out of range lead impedance was observed on the right atrial lead. The patient is stable and will continue to be monitored.

Event description:
New information received notes that several episodes of right atrial lead noise have been seen in office checks. It was also noted that the atrial threshold elevated. The patient is being monitored at this time.